Event description:
Complaint alleged that the ticking encasement was cut and leaked. Soiled foam and covers of the bed.

Manufacturer narrative:
Technician found that the ticking encasement was cut and leaking. Soiled foam and covers. Replaced ticking with revitalization kit to resolve this issue.